Manufacturer narrative:
The customer had already reattached the microscope body to the mora interface before a device evaluation can be conducted. However, a carl zeiss field service engineer inspected all connection points and ensured all screws and fasteners were seated and secured properly.

Event description:
It was reported that the head of the extaro 300 became detached from the mora interface. The head was caught by the doctor and no injuries occurred.